Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed high, out of range shock impedance measurements. The ICD and the rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. This product investigation is still in progress. This report will be updated when product investigation is complete.